Event description:
It was reported that the patient went to the emergency room for increased myoclonic jerks (increased seizures) and stated her generator was not working properly. It was noted that the physician was unsure if the increased seizures was related to vns. It was noted that the patient had been using heroin. No known surgery has occurred to date. No additional relevant information has been received.